Manufacturer narrative:
Combination product: yes.

Event description:
Clinician reported multiple out of range shock impedance measurements (greater than 150 ohms) on home monitoring. Postural testing and isometrics did not reproduce out of range measurements. Lead currently remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.